Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The field representative was going to reprogram to triad and discuss with the physician. Technical services (ts) discussed considering a commanded shock or evaluation for a new rv lead. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.